Event description:
Nursing staff used the needles to administer immunizations to (B)(6) residents in our health officer's clinic and in our back-to-school immunization clinic. Staff reported the needle safety are faulty and unsafe to use. The following safety issues were reported by nursing staff: force needs to be used to ensure the safety engages; needles are bending out of their safety hubs; intermittently the needles are dull which is dangerous and painful to the patients as more force needs to be used to punch them through the skin; intermittently the needles are coming out through the back of the safety. Reference reports: mw5159000, mw5159001, mw5159002, mw5159004, mw5159005. All dps safety needles have been removed from our clinics and discarded. The following is the information for the faulty discarded needles: dps safety needles, 25g x 1 inch. Lot w2106073, exp. 6/03/2026, ref. 100800000066 lot w2106094, exp. 6/18/2026, ref. 100800000066 lot w2106074, exp. 6/04/2026, ref. 100800000066 lot w2105098, exp. 5/08/2026, ref. 100800000066 lot w2105099, exp. 5/09/2026, ref. 100800000066 lot w2106078, exp. 6/06/2026, ref. 100800000066.